Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1113 (invalid test results, read value) while running one patient sample using the axsym digoxin iii assay. The customer was instructed to perform a manual dilution for the sample as a way of trouble shooting. There was no impact to the patient's management reported.